Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient has catheter and has difficulty when they  go to pee. Normally when patient has to pee she has to use a towel and they were not to using a towel after surgery (implant process) or she could get dirty the doctor said. Patient wanted to know what they  can do when they  to the bathroom.  The interpreter ask several times but was not able to get a clear answer. Patient has an appointment with doctor in december. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as was not able to communicate with patient. Notifying field staff of situation or request.